Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture ¿ patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. ¿ capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. ¿ capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Health professional reports right side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles, a brown encapsulation extended opening, folded creases and a weight test of the explanted material was verified and it was found to be underweight. Microscopic analysis of the return device identified wear abrasion, stress marks assessed as non penetrating nicks and an extended sharp opening on posterior side in the same location of crease assessed as fold flaw opening.

Event description:
Health professional reports right side capsular contracture, baker grade unknown. Device has been explanted.